Event description:
A mayfield skull clamp was in use for c3 - c4, c5 - c6 laminectomies, bilateral lateral fusion with placement of segmental instrumentation. The patient was placed into the mayfield pins and then turned supine onto a hospital bed. One of the pins became loose and her head moved which caused a small less than 1 cm laceration to her right parietal scalp. The unit was in use less than 20 minutes when the event occurred. The wound was closed with a couple of staples. No revision was required. She was discharged 9 days later to a skilled nursing facility. The wound was healing well and the staples were still in place. Mayfield adult, reusable skull pins (a1047) were used for the surgery. The surgery was not performed with a stereotaxy device.

Manufacturer narrative:
To date, the device involved in the reported incident was evaluated at the facility. An investigation has been initiated based upon the reported information and the information obtained at the site.